Event description:
Information was received indicating that a smiths medical cadd solis vip pump was noted to be under infusing. It was also reported that the customer changed the sets to see if the issue could be resolved but was unsuccessful. No adverse effects were reported.